Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: neu_wrench_acc, product type: accessory. (B)(4).

Event description:
It was reported that there was a possible defective battery which was discovered during the procedure. The implantable neurostimulator (ins) was never implanted as the lead could not fit all the way in the ins, noting it was ¿as if it was being blocked by something.¿ the ins was switched out and the lead fit in fine with the new ins. The cause of the issue was unknown. Follow-up was conducted to determine status of ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found.